Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation notice that the t- handle (blue), is broken in two parts. Functional test was not performed due to the damage of the device. The observed condition is attributed to misuse. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces during use.

Event description:
On 09/29/2022, it was reported by a sales representative via sems that a ar-613-48 handle, and a ar-613-1 handle broke. This occurred during an unknown case with no patient effect reported. No additional information provided.